Event description:
It was reported that the customer's blood glucose level was 448 mg/dl. She was advised to disconnect from the pump and revert to back up plan. The customer reported her insulin pump had a crack. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corner, cracked battery tube threads, a cracked reservoir tube, cracked reservoir tube lip, cracked belt clip slot and minor scratches on the display window.